Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed in that "failed accuracy +8.30%. During investigation the delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Investigation recommend the pump expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range. No fault found.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump failed the accuracy test. There was no patient involvement.